Event description:
It was reported that pump declared a cartridge change error and caller was unable to successfully load cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Cts instructed caller to remove and inspect cartridge, discard damaged cartridge, fill and attempt to load new cartridge, clean pneumatic tap area, and follow on-screen instructions, and when loading remained unsuccessful, cts arranged replacement pump, confirmed that customer would use injections for backup insulin therapy, verified shipping address, instructed caller to place pump in storage mode and return it with a pre-paid label, and advised caller to reprogram pump settings and reconnect cgm on replacement pump, which caller understood and acknowledged.